Manufacturer narrative:
As reported, during the use of an 5f exoseal vascular closure device (vcd), it was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. The product was stored and handled in accordance with the instructions for use (IFU). The exoseal was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have the thumb placed on the plug deployment button during retraction. One non-sterile vascular closure device - 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was unlocked. The plug was in its manufactured position, and the indicator wire was found deployed with the loop having a slightly kinked condition. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft and plug swollen was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was clogged with dried blood residues. An attempt to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however unsuccessful. The indicator window was manually moved and achieved the three stages of indication. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the device clogged with dried blood, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. Additionally, a kinked condition was noted on the indicator wire loop. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during the use of an 5f exoseal vascular closure device (vcd), it was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. The product was stored and handled in accordance with the instructions for use (IFU). The exoseal was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have the thumb placed on the plug deployment button during retraction. The product will be returned for analysis.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of an 5f exoseal vascular closure device (vcd), it was reported that the physician pulled back the non-cordis sheath and the exoseal after indicator wire deployed. He stared at indicator window while pulling back the sheath and exoseal after stopping pulsatile flow. However, the color did not change even though the sheath and exoseal were pulled back completely. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no report of patient injury. The physician achieved certification on the use of exoseal. The physician used the exoseal 10 times per month prior to this procedure. The product was stored and handled in accordance with the instructions for use (IFU). The exoseal was prepped according to IFU instructions. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and no excess force was applied during insertion. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The physician did not have the thumb placed on the plug deployment button during retraction. The product will be returned for analysis.